Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a patient presented with postoperative bullous keratopathy following a cataract removal with intraocular lens (iol) implant procedure. It was noted that the cataract had been very dense. Additional information has been requested but not received.

Manufacturer narrative:
The surgeon reported that a patient presented with post-operative bullous keratopathy following a cataract removal with an intraocular lens (iol) implant procedure. It was noted that the cataract had been very dense. Additional information received noted the initial event was the week prior to (B)(6). The surgeon had reached maximum power in sculpt but felt it needed more power. The surgeon managed to complete the procedure. The surgery was on the male patient's second eye, his first eye procedure was fine. The surgeon does not believe she touched the cornea at any point and the bullous is directly above where the phaco handpiece sat. Bullous keratopathy (or pseudophakic corneal edema) is a condition in which the cornea becomes permanently swollen. Bullous keratopathy is an over-hydration of the cornea due to endothelial dysfunction. Commonly, the endothelial cell density is reduced, and because the cells balance the hydration state of the cornea, a compromised endothelial cell pump mechanism is referred to as 'corneal decompensation'. Bullous keratopathy is most often found following complicated cataract extraction or other surgical trauma. Chronic endothelial cell damage may result from anterior chamber intraocular lenses or chronic inflammation. Idiopathic and congenital endothelial dystrophies occur in sporadic cases. The symptoms include reduced visual acuity with tearing and sensitivity to light is common. A sub-epithelial blister formation may induce intense pain. Epithelial edema with microcysts and formation of sub-epithelial bullae, increased stromal thickness due to edema with loss of corneal transparency, and sub-epithelial and stromal scarring may occur in long-standing cases. With advanced treatment modalities, complete visual rehabilitation may be achieved with an excellent long-term prognosis. However, both the overall ocular condition as well as the duration of the disorder itself may affect the final visual outcome. Bullous keratopathy after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence; however increased power application may have contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. (B)(4).